Manufacturer narrative:
Additional product codes for this report include hrs and hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a periprosthetic distal femur fracture revision surgery was to be performed on (B)(6) 2015 due to a nonunion and broken plate. Two (2) x-rays were taken to confirm plate breakage, which reportedly occurred at an unoccupied screw hole (hole number six). During the revision procedure, the two (2) pieces of the broken plate and an unknown quantity of intact screws were explanted. The revision surgery was successfully completed with no noted surgical delay. This report is 1 of 1 for (B)(4).